Event description:
It was reported that the ventilator had a gas supply issue and generated unusual sound. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on analysis done by subject matter expert (sme) in related support case, the heard noise may be coming from gas module closing for a zeroing (at no flow situation) and opening again or from safety valve's pull magnet opening and closing. During ventilation there is a zeroing of the gas module at the end of the breath/end of inspiration time. The gas module is not delivering any flow (closes) for that short period. Both noises are normal and has no clinical impact. There is no ventilator malfunction. Unit was cleared for back to clinical use.

Event description:
Manufacturer's ref. #: (B)(4).